Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with unresponsive keypad assembly due to moisture damage. During visual inspection, found the electronic stack moisture damage. Unable to perform displacement test and self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not calibrating and was not accepting the blood sugar and the buttons were stuck. The customer's blood glucose level was 200 mg/dl at the time of the incident. It was reported that usually the buttons were stuck when the customer was trying to give themselves a bolus. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that up and down arrow, sometimes all buttons were unresponsive. The customer reported that pressing menu button takes them to the menu screen and using the up arrow does not allow them to navigate screens. The customer stated that using the down arrow does not allow them to navigate screens. The customer stated that the insulin pump was dropped about 4-5 times for the last 2 months. The insulin pump was exposed to moisture whenever the customer was taking a shower. The customer reported that an alarm was not in progress at the time the button was unresponsive. The customer stated that the block mode was inactive. The customer stated that the bolus menu was available and they were not seeing 0.0 when attempting to program a basal. It was reported that the button was not unresponsive during an easy bolus attempt. . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.